Event description:
It was observed that during device evaluation, the unit exhibited poor image quality characterized by white dots, along with component failure of the imaging unit (charge couple device). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image and white dots caused by a component failure of the imaging unit (charge couple device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.